Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the patient complained the pump was implanted too low and caused pain. The patient wanted the pump in the back. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue was ¿n/a.¿ it was indicated that no interventions or actions were taken to resolve the issue but was also noted that they were trying schedule surgery but insurance wouldn¿t approve. It was stated that once insurance approves the pump would be revised. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the event the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that of the pain). No further complications were reported.